Event description:
It was reported a balloon ruptured on the fifth inflation during dilatation of an arteriovenous hemodialysis fistula graft and a portion of the balloon material detached in the pt. Successful percutaneous retrieval of the detached balloon material utilizing a snare followed. The procedure was successfully completed with this balloon. The patient's condition is good and has since been discharged. The device was destroyed by the user facility. Therefore, no failure analysis will be available. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in a calcified lesion. Graft stenosis (anastomotic and non-anastomotic) tend to be more difficult to open and usually require much higher pressures for effective dilatation than do native vessels. Access to bypass grafts for angioplasty may also contribute to balloon failure. Post-operative scarring and/or lesions in both the proximal and distal aspects of the graft may necessitate balloon manipulation through plaque or calcification. Co believes these factors may have contributed to this event. However, without evaluating the device, co is unable to determine the exact cause for this event. The co's directions for use state: "if loss of pressure within the balloon occurs during inflation or if balloon ruptures during dilatation, immediately discontinue the procedure. Defate the balloon. Do not reinflate and remove carefully... Caution: if resistance is encountered due to balloon rupture or for any other reason when removing either a catheter through an introducer sheath or a guidewire through a catheter, stop and remove them as a complete unit to prevent damage to the guidewire, catheter or vessel."